Event description:
The brite tip of the diagnostic catheter separated from the unit during a procedure in the aorta. The separated tip was recovered using a combination of a guidewire, a gooseneck snare and suction into a 7fr sheath. The clinician is unsure of exactly when the tip became separated from the catheter. As per the reporting affiliate, there was no excessive force or complications in terms of introducing the catheter. The vessel was reported to be without calcification. Additional patient and procedural information has been requested. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.